Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged visualization of particles in tubing chamber also alleged nasal,and soreness. There was no report of patients serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.